Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had 240.4150.0 error code. Both pressure sensors were replaced with new ones and ran the unit through a full preventive maintenance using asm software. There were no further error codes present and it passed all tests. The device was returned to service. There was no patient involvement. Although requested, no further information was made available to date.